Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance. The ra lead was inactivated and due to the left sided occlusion, it was not replaced. A leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.